Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was offline, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was offline. A field service engineer confirmed the network cable was properly connected. Attempted to log in but was unsuccessful, so the station was restarted. Logged in directly via care fusion (cfn)admin, accessed network settings, and found no internet protocol (ip) address, domain name system (dns), or gateway assigned. Enabled dynamic host configuration protocol (dhcp) to automatically assign network settings, then disabled and re-enabled the network adapter. Rechecked network interface card (nic) settings to confirm dhcp was active and restarted the machine. Once the connection was established, verified remote access via remote software service (rss). Confirmed the network icon was no longer displayed and successfully logged in remotely to ensure the station was accessible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was offline, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.